Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional information received that this was entered in error as this is a duplicate report for MDR # 9612468-2026-00738. This follow up report is to report that this MDR is a duplicate of MDR # 9612468-2026-00738. Please disregard this report due to this being a duplicate report. Device received for this event is being corrected from primetaper ev ø4.2 x 11mm os catalog # 68011099 to competitor unknown product implants catalog # competitor unknown product implants. This is a follow up report for this corrected information.